Manufacturer narrative:
This device was returned to mmdg with severe fluid ingress and pcb damage. The pump was unable to turn on and therefore could not be evaluated. Mmdg is unable to perform an investigation and was not able to confirm this complaint.

Event description:
The initial reporter stated that the pump looked like it was running but didn't deliver. The initial reporter stated at the time of the complaint that this occurred during testing and did not have any patient effect. [Complaint-(B)(4) ]